Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00167 was sent in error. It was determined that the shock was a result of the sonicator which is not a bd manufactured product, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd facsmelody¿ there was an issue with electrical shock. The following information was provided by the initial reporter: the customer stated: "on friday, I was using the facs sorting instrument and I had to sonicate briefly the sort noozle. I turned on the sonicator, I choose the time that I wanted to sonicate and when I pressed ("go"), it sparked, it gave me a shock and then turned off everything (monitor, the electronic box, sorter etc). I managed to turn everything back on fine, except the sonicator. It seems that the sonicator is fried. Currently, I am the only user of facs sorting instrument and I only use it once a week. I can count 5 times in total that I have used the sonicator since we purchased the instrument. It appears that we were given a faulty sonicator. "

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd facsmelody" there was an issue with electrical shock. The following information was provided by the initial reporter: the customer stated: "on friday, I was using the facs sorting instrument and I had to sonicate briefly the sort noozle. I turned on the sonicator, I choose the time that I wanted to sonicate and when I pressed ("go"), it sparked, it gave me a shock and then turned off everything (monitor, the electronic box, sorter etc). I managed to turn everything back on fine, except the sonicator. It seems that the sonicator is fried. Currently, I am the only user of facs sorting instrument and I only use it once a week. I can count 5 times in total that I have used the sonicator since we purchased the instrument. It appears that we were given a faulty sonicator. "